Manufacturer narrative:
Concomitant products : 3038-59 x2 leads implanted (B)(6) 2007, dtba1d1 ICD implanted (B)(6) 2014.

Event description:
It was reported that the device had premature battery depletion. It was also reported that the left ventricular lead output had been programmed high by the physician due to chronically high threshold which was attributed to patient anatomy. The device was explanted and replaced, and the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.